Event description:
(B)(4). The dealer reported that the m91 power wheelchair was going down a ramp, went off the ramp, flipped on the patient, broke the arm of the unit and not all the joystick lights are functioning. There was no reported. Patient injury.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).